Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, seal and anchor tab were located inside the body of the loading device. The green slide lock was unlocked; the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that the heartstring iii device did not load properly as the seal would not fold into the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.